Event description:
Event description guidant received information that there is loss of capture and undersensing with this endurance ez lead. The rate sense portion of the lead was capped. A new rate sensing lead was added to the system without issue.